Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture anomalies. A previous follow-up in october 2000 showed good thresholds. The most recent check showed high and low thresholds. Therefore, the device was replaced.